Manufacturer narrative:
(B)(4), inherent risk of procedure stent thrombosis (B)(4), stent thrombosis (B)(4).

Manufacturer narrative:
(B)(4). Eval, results: mi.

Event description:
It is reported that a stent thrombosis in the prox rca occurred on the same day as the previously reported mi & a revascularization was carried out as a result. The investigator has indicated the event was possibly related to the study device. Patient recovered with treatment.

Event description:
An endeavor sprint rapid exchange (rx) drug-eluting stent was implanted. It is reported that the pt suffered an acute stemi q-wave mi post stent implantation. It is reported that the pt was admitted with mid sternal chest pain, diaphoresis and dyspnea with exertion. EKG showed st elevation mi. Pt was treated with medication and underwent percutaneous intervention. Investigator has indicated that the event was not related to either the study stent or the study procedure.